Event description:
It was reported that the stent was placed without complication within another stent in the iliac artery. Later, imaging demonstrated the stent was torqued at the mid-section. Angiography showed adequate flow through the area and no additional action was taken. There was no report of injury to the pt.

Manufacturer narrative:
The stent remains implanted and the delivery system was discarded by user facility; therefore, it is not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014.